Event description:
It was reported that the pulse generator exhibited fluctuating battery impedance values. In a two month period, the battery impedance increased from 1.9 to 13.9 kohms and then decreased to 13.4 kohms after three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.